Manufacturer narrative:
(B)(4).

Event description:
The returned complaint device was visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The reported event of a frozen display was confirmed. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.